Event description:
It was reported the bipolar lead impedance ranged from 751 to 3000 ohms. Additionally, there was no capture and the patient complained of dizziness when the lead was in unipolar mode. There was speculation of a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.